Event description:
The distributor reported that while the unit was in use on a patient, the balloon failed to inflate (poor augmentation). No alarm was generated by the unit. No patient injury was reported.